Event description:
The dicom and cine on the 9800 system was erased. No patient injury was reported.

Manufacturer narrative:
The service rep restored the dicom and cine configuration. The dicom works, but the cine is still not operational. Add'l parts were ordered to repair the unit.